Event description:
It was reported that an occlusion alarm occurred. This resulted in the customer's blood glucose levels reading "high," but no specific value was available. As a corrective measure, the customer changed the infusion set and cartridge, resuming their insulin intake, and did not require assistance from third parties. Reportedly, customer changed infusion set and cartridge to address the issue.